Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred at the start of hemodialysis (hd) treatment. The blood was visually observed in the upper header cap of the dialyzer. The machine, a fresenius 4008s, alarmed with a blood leak alert. Fresenius bloodlines were used for the treatment. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. The situation was addressed immediately, and the patient was moved to a different machine. The patient successfully completed their treatment after they were re-setup with new supplies. The patient¿s estimated blood loss (ebl) was approximately 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.